Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Results: wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 09/apr/2018 with a complaint of bending rubber tear at distal end. Inspection of the device was done on 10/apr/2018 on order (B)(4) where the inspector found the following failures: bending rubber pinhole; prism scratched; distal cap - fixed type failed seal integrity inspection; image shadows; failed wet leak test; lightguide prong scratched; failed dry leak test; customer complaint confirmed; umbilical cable bump under pve root brace; fluid invasion not observed in pve connector; fluid invasion not observed in control body; bending rubber leak at middle section; lightguide prong cover glass set scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's is currently pending repair.